Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte retainer, patient reported that their retainer is difficult getting it off. They nearly have broken the tool trying to get off the retainer and have cut up the inside of their mouth. Recommended to soak retainer in warm water and provide update. Requested video of patient inserting/removing retainer after trying tip.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.